Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in an un-specified coronary artery with moderate tortuosity and moderate calcification. During advancement of the 4.5 x 12 mm nc trek on the guide wire, resistance was felt, and the balloon was removed. During removal, resistance was also noted. An attempt was made to re-prep the balloon outside the anatomy, but the balloon partially inflated; therefore, a new balloon was used to complete the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.